Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Beginning endovein procedure the harvester, (B)(6), noticed the jaws of the hemopro were separated. Another hemopro kit was opened and the procedure completed with no harm/injury to patient.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip till approximately middle of the cold jaw but remained attached at the base of the cold jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Beginning endovein procedure the harvester, steven craig pa-c, noticed the jaws of the hemopro were separated. Another hemopro kit was opened and the procedure completed with no harm/injury to patient.